Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec¿d 6/12/2014 - medical records received. Patient revised to address MRI evidence of fluid collection consistent with adverse tissue reaction. Upon revision, a distended posterior hip capsule with a cloudy white fluid, white vegetative fronds of synovial material, significant lysis, adverse tissue response, and fretting of the trunnion were noted. The information received does not change the MDR decision. This complaint was updated on: 06/26/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). Depuy still considers this investigation closed.

Event description:
Update rec'd 07/16/2014- pfs was received, which identified dob information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 07/21/2014.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege the following: patient has already begun to experience some pain and discomfort in her hip, including a burning sensation. The discomfort makes it more difficult for her to walk, move her leg, or perform physical activity. Based on the diagnostic testing performed to date, patient's hip device has not failed yet, though surgeon has noted fluid around in and around her hip. Doi: (B)(6) 2009 - dor: no revision reported at this time. Patient is a resident of (B)(6). Update - rcvd 14 april 2014 - der added revision date, hospital details and surgeon.

Event description:
Litigation papers allege the following: patient has already begun to experience some pain and discomfort in her hip, including a burning sensation. The discomfort makes it more difficult for her to walk, move her leg, or perform physical activity. Based on the diagnostic testing performed to date, patient's hip device has not failed yet, though surgeon has noted fluid around in and around her hip.